Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 377860, lot # v017963, implanted: (B)(6) 2007, product type lead; product ID 3550-39, lot # n317047, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
(B)(4): it was reported the patient¿s implantable neurostimulator (ins) changed stimulation. The reporter stated they needed to have stimulation adjusted. The reporter further stated this change occurred on wednesday. It was noted the patient wanted to meet with a manufacturing representative. It was further noted the patient had contacted their healthcare professional. Additional information was requested, but was not available as of the date of this report.